Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to customer's blood glucose level. Customer confirmed pump display turned on when plugged into a power source. Reportedly, pump functions as intended. Customer declined to perform troubleshooting with tandem technical support and continued to use the pump for insulin therapy. No additional patient or event information was available.